Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that the distal end of the stent was damaged with stent struts lifted and pulled proximally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the polymer extrusion found that the inner polymer extrusion was stretched and narrowed 3 mm distal from the bi-component bond. An attempt was made to track the device over a 0.014'' guide wire; however the device failed to track due to the inner polymer extrusion damage. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 3.00 x 28 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, during preparation, it was found that the wire was stuck in the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 3.00 x 28 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, during preparation, it was found that the wire was stuck in the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.